Event description:
It was reported that the device's force sensor does not pass the tests. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
E1: facility name: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 1/29/2025. D3: correction. Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer reported problem "device's force sensor does not pass the tests." Was verified and duplicated by power up test. Found check syringe plunger sensor alarm from alarm history. The problem is caused by defective plunger sensor. Replaced plunger kits. Calibration and motor drive test performed. Device passed all testing.